Event description:
It was reported by the surgeon that the patient underwent a bilateral total hip arthroplasty approximately 5 years ago. Subsequently, the patient was revised on an unknown date on the right side due to elevated metal ion levels and the hip giving way at the junction of the neck/sleeve adaptor. No further information has been received.

Manufacturer narrative:
Additional information was received on (B)(4) 2014 from the patient indicating the initial surgery was performed at (B)(6) hospital.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown, device expiration date - unknown, implant date - 5 years ago (exact date unknown), explant date - unknown, manufacture date - unknown. Item has been requested to be returned. Upon receipt of item and product evaluation, a follow-up MDR will be sent to the FDA.